Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 230 mg/dl. The customer stated they were not feeling well, leading them to be hospitalized. Customer also reported they were nauseous and vomiting from their high blood glucose. The cause of the customer's hospitalization was diabetic ketoacidosis. Customer was treated with liquids and insulin for their blood glucose. Troubleshooting found the insulin pump was functional. Customer did not have a bent cannula. The customer was advised to change out their infusion set, reservoir, and insulin. The customer's blood glucose was 330 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.